Event description:
It was reported that when using the bd pyxis¿ es server, user removed override warning when med was ordered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override warning that appears when a medication was already ordered and a nurse used the override function, particularly in cases involving system kits, needed to be removed. A technical support specialist dialed into the station to verify the reported behavior; and no system issues were identified. The order ID was checked on the server to review the facility kit configuration. It was explained that for kit workflows, medications do not require individual order assignment, though system validation and alerts may still occur. The customer acknowledged the explanation and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.